Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Possible causes for difficulty in removing a stent delivery system post deployment may include, but not limited to, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon getting caught in the stent struts post deployment, the balloon not being fully deflated prior to removing the balloon from the stent, poor balloon re-fold, resistance with the guide wire, guiding catheter and/or patient anatomy, or procedural technique. To ensure these difficulties are not the result of manufacturing, all stent delivery systems are 100% checked for proper fold configuration and inspected for proper strut dimensions. Additionally, a sampling of units is destructively tested for proper stent deployment and balloon deflation. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. This suggests that there are no lot specific product quality deficiencies. In this case, the failure to cross is likely related to operational context, however, a definitive cause of the resistance experienced during withdrawal cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the promus was unable to cross and resistance was felt during withdrawal of the stent delivery system. No patient effects were reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.